Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that this lead was attempted to be added to a pacemaker system, for conduction site pacing (csp). However, during the procedure, the lead exhibited out-of-range measurements that were not able to be resolved, and it was noted the anatomy of the patient's heart was difficult. The lead was removed with no csp lead added, and the chronic pacemaker was replaced to avoid a replacement in the future. No adverse patient effects were reported. The attempted lead was expected to be returned for analysis. There were no allegations against the explanted pacemaker and that device was not intended to be returned.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the out of range lead measurements observed during the implant procedure.

Event description:
It was reported that this lead was attempted to be added to a pacemaker system, for conduction site pacing (csp). However, during the procedure, the lead exhibited out-of-range measurements that were not able to be resolved, and it was noted the anatomy of the patient's heart was difficult. The lead was removed with no csp lead added, and the chronic pacemaker was replaced to avoid a replacement in the future. No adverse patient effects were reported. The attempted lead was expected to be returned for analysis. There were no allegations against the explanted pacemaker and that device was not intended to be returned.